Event description:
Related manufacturer reference number:2017865-2024-03660. Related manufacturer reference number:2017865-2024-03661. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was cardiac arrest, heart failure and protein calorie malnutrition. No additional information was reported.

Manufacturer narrative:
The device was returned due to patient death. As received, the device was at battery level above elective replacement indicator (eri). The device image was saved successfully. After all electrical tests performed, including thermal and mechanical stress testing the device exhibits normal characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.